Event description:
It was reported that the lead dislodged and p-waves could not be sensed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.